Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this coyote es balloon catheter was visually and microscopically examined. Visual examination revealed that the balloon was separated 146.5cm from the hub. The guidewire lumen was separated 155.3cm from the hub. The guidewire lumen was stretched with multiple buckling and multiple kinks. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a separation.

Event description:
It was reported that the balloon detached, requiring great effort to retrieve it. During the procedure, this 2mm x 40mm x 144cm coyote es balloon detached from the guidewire. The balloon was then retrieved with great effort. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.

Event description:
It was reported that the balloon detached, requiring great effort to retrieve it. During the procedure, this 2mm x 40mm x 144cm coyote es balloon detached from the guidewire. The balloon was then retrieved with great effort. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure.